Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump lost communication with the transmitter and not blinking when connected to the sensor. Blood glucose level at the time of the incident was 49 mg/dl. During troubleshooting they found that the sensor had a bent cannula. The sensor would be replaced and customer agreed to return the product for analysis.